Event description:
Situation the (B)(6) encountered an incident where old results from a previously tested patient was mistakenly transmitted to the wrong patient's file. This happened because the accession number was recycled, and the incorrect result did not match the correct result found in the automated immunohematology testing system. An initial investigation revealed that the incorrect result corresponded to a previous test order performed at the (B)(6), where the same accession numbers had been used in the clinisys/sunquest system. Background the (B)(6) recently acquired (B)(6). To standardize practices, the (B)(6) started using clinisys (sunquest) as their blood bank information system (bbis) and introduced a new ortho vision instrument as their primary automated immunohematology analyzer. These changes led to increased instrumentation traffic and contributed to a backlog of pending results, often referred to as "cups of data," between the two facilities. As a result, the pending results for (B)(6) patients were inadvertently interfaced with different patients when the accession numbers were later recycled at (B)(6). Assessment the (B)(6) initiated a root cause analysis (rca) to investigate the event and develop a corrective action plan. Representatives from clinisys (sunquest) and ortho diagnostics participated in the rca. Initial findings revealed the following: 1. Ortho diagnostics confirmed that the automated vision instruments were sending the correct results to sunquest. 2. The error occurred because pending results were being retained in the clinisys/sunquest system and automatically interfaced when accession numbers were recycled. The root causes, ranked by their contribution to the issue, are as follows: 1. The interface between ortho vision and sunquest transfers results based on accession numbers without additional checks against patient identifiers, such as name and medical record number (mrn). 2. Although (B)(6) uses the ofc function as a troubleshooting tool, when necessary, there was no established procedure detailing the frequency and expectations for its use. 3. Training for sunquest at all sites did not include the ofc function as a mandatory daily preventive maintenance step, which could prevent critical errors. 4. Review of the sq user manuals does not explicitly require ofc to be performed as daily maintenance or as a troubleshooting measure. Rather, it describes it as a feature and what it accomplishes. Resolution the following safeguards were implemented as part of the immediate action plan: 1. 100% manual review of all first-time tested patients to ensure the correct interfacing of results. For historical patients, the (B)(6) interface is validated and has qa warning flags that help ensure interfacing the correct results. 2. Developed a crystal report that identified any accession number previously used at (B)(6) and recycled at (B)(6). A lookback was carried out, and all results were deemed acceptable. 3. Instructions were added to the sop and training document specifying how to perform the daily ofc function in sunquest to clear all pending results/cups. This maintenance step was also added to the daily pm checklist for ortho visions. 4. A formal investigation has been requested from clinisys/sunquest. Sunquest's consistent response is that sites must perform daily ofc file cleanups to prevent erroneous results from being recorded in the wrong patient's record. They have stated that if the issue persists, they will involve software engineers to help resolve the problem. Thus far the issue has not recurred; however, programming of additional safeguards has not been offered as a future preventative action. Event details: accession number (B)(4) was initially used for testing at (B)(6) on (B)(6) 2025, resulting in an a-positive blood type. This result was mistakenly interfaced with a new sample using the same accession number (B)(4) on (B)(6) 2025, at (B)(6). The patient associated with the new sample had a historical blood type of o-positive, and the new sample was correctly confirmed as o-positive. Summary: although the error was detected before any patient harm occurred and we were able to internally resolve the issue, we found the company's corrective actions may leave other hospitals using the sunquest/clinisys laboratory information system vulnerable to similar events that could potentially cause patient harm. We have not been given any indication to broaden the corrective action beyond (B)(6). For these reasons, we believe that these events should be reported to the FDA. Our preference is for sunquest/clinisys to send out an official notification to all sites/users to perform ofc as daily maintenance to ensure old cups of data are cleared. We also prefer that additional safeguards be configured with the interface software to ensure that recycled accession numbers include an additional check against the container ID (cid) or patient's medical record number (mrn).